Event description:
On (B)(6) 2010, surgery was done for a bunionectomy repair, at this time an arthrex titanium plate was implanted into the right big toe. Catalog # ar-8944cr-p, ar8944cr-s, ar-8933-12 surgery was also done on the fifth toe right foot for hammer toe repair and bilateral tendon release for h/o cerebral palsy. After the surgery was performed, on my first post op visit back to the doctor, my foot was infected. My foot remained infected. My health began to decline, over a two month period, I became very ill, unable to eat and general malaise, lost weight down to (B)(6). My foot would not heal. I was admitted to the hospital and the titanium plate was removed, after the md decided I was having an adverse reaction. My health began to immediately improve. A possible reaction to the titanium had been suggested by me earlier in the treatment but ignored.